Event description:
Reportedly, the physician was not able screw the is1 connector of the rv lead despite many attempts. The lead was fully inserted, we could see the end of it but the screw never reached it. Another device was implanted without any reported issue.

Event description:
Reportedly, the physician was not able screw the is1 connector of the rv lead despite many attempts. The lead was fully inserted, we could see the end of it but the screw never reached it. Another device was implanted without any reported issue.